Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease and underwent oblique lumbar interbody fusion(olif) - indirect decompression surgery. During surgery, while preparing the disc space and using a navigated 8mm shaver the paddle shaver broke at the neck of the instrument. No fragment of the instrument were remaining in the patient. The product came in contact with the patient. No patient complications were reported.